Manufacturer narrative:
Analysis of the implantable neurostimulator (serial number (B)(4)) found that there were no anomalies.

Event description:
Additional information received from the manufacturer representative reported that the patient had the device replaced on (B)(6) 2016 and the pocket was raised to make it more superficial. The device was explanted due to not being able to be charged. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that she was having difficulties recharging. The patient had tried everything and could not get any black squares. When the patient felt their back to try and locate the implant with their hands the patient stated she could only feel the top half of the battery. The patient reported that the battery was so low she could not have the stimulation on. No troubleshooting or interventions had been taken and the issue was not resolved at the time of the report. Additional information received from the consumer reported that everything worked on the charger, but they were unable to get any coupling bars or recharge the implant. The battery had been off for four days as the patient was unable to charge. Further information received from the representative reported that the patient was having a pocket revision on (B)(6) 2016. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.